Manufacturer narrative:
On 11-feb-2020, the mentor failure analysis lab received the device for evaluation. On 12-feb-2020, mentor received additional information that the patient had her explanted right breast prosthesis replaced with a mentor smooth round moderate profile 300cc saline breast prosthesis. On 19-feb-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the reported information, the patient experienced a deflation in the breast implant. The device was visually inspected, and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast prosthesis deflation. Concomitant products: mentor smooth round moderate profile 300cc saline breast prosthesis, catalog #3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 300cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s right breast prosthesis was diagnosed by a healthcare professional. As a result, the patient will undergo explantation on (B)(6) 2020.